Manufacturer narrative:
(B)(4). The reported issue tip separation was confirmed upon investigation of the returned sample. The customer returned one unit of twin pass catheter for evaluation. Approximately 9 mm of tip was separated. Deformation of polymer was noted on the separated tip at the proximal junction of separation. Polymer stress was noted near the distal exit port. The guidewire lumen was longitudinally split from the distal to the proximal ports. The damages are indicative of the catheter subjected to use against resistance. The IFU states: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in catheter damage or vessel injury- exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. A device history record review was performed, and no relevant findings were identified. Additional information noted that no preparation issues observed. No unit was left inside the vessel. Based on the information, the most likely root cause of the issue is unintended use error.

Event description:
It was reported that: "user prepped and inserted the twin-pass dual access catheter to the target coronary artery according to the IFU. The catheter distal part was found dislodged inside the vessel during the pci and user decided to remove the defective catheter & the dislodged part by using the snare catheter. The removal of the defective catheter was successful and the twinpass catheter and tip were removed in entirety and nothing was left."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "user prepped and inserted the twin-pass dual access catheter to the target coronary artery according to the IFU. The catheter distal part was found dislodged inside the vessel during the pci and user decided to remove the defective catheter & the dislodged part by using the snare catheter. The removal of the defective catheter was successful and the twinpass catheter and tip were removed in entirety and nothing was left.